Event description:
Subsequent information indicates that a procedure was scheduled to reposition the rv lead. No further information is available at this time.

Event description:
Boston scientific crm received information that during a routine follow-up appointment it was discovered that this right ventricular (rv) lead had dislodged into the atrium. The tachy therapy on the patient's implantable cardioverter defibrillator (ICD) had been programmed off until a revision procedure could be performed. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.